Event description:
The customer reported that he was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 490 mg/dl. The customer declined troubleshooting, and stated that his hcp wants the insulin pump replaced. The customer stated that troubleshooting was done in the doctor's office. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.